Manufacturer narrative:
4/8/1998-supplemental report #2 submitted to FDA.

Event description:
The product was used during an anastomosis procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.